Event description:
Patient reported obtainging back-to-back blood glucose results of 22 mg/dl and 74 mg/dl, while using the suspect device. Patient did not modify therapy based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.